Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported soreness and blood at the infusion set insertion site. She stated that she changed the infusion set, but her blood glucose remained high. The customer's blood glucose was 298 mg/dl and her most recent blood glucose was 247 mg/dl. She complained of nausea. She was advised that the symptoms she expressed may be indicative of the possible onset of diabetic ketoacidosis and was advised to call her doctor or seek medical attention. She reported seeing an air bubble in the infusion set tubing during the fill cannula step. The customer stated that she did not have time to troubleshoot, and she advised that she would monitor the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.